Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis (ipp) device removed on (B)(6) 2018 because both cylinders were torn and the device would not inflate. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.